Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reports that customer has experienced button anomaly after jumping into swimming pool at camp. Customer's blood glucose was 111 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No moisture damage found inside the pump. Unit received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.